Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, wear abrasion, black particles and delamination. Leak test was performed and found opening on anterior and delamination on diaphragm valve. A microscopic analysis was performed which identify delamination and puncture opening on anterior side, consist in the use of some surgical tool and opening striated in the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure; two puncture opening on posterior due to surgical damage like; a striated edge opening on anterior due to surgical damage.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.